Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, successfully resolving the issue without recurrence, and advised the customer to continue using the pump while monitoring for any future malfunctions.